Event description:
The customer stated the cell-dyn sapphire analyzer aspiration probe failed to return to the upper position. The analyzer's aspiration assembly alignment and z motor sensor was checked. The analyzer's vent needle and z motor cable was replaced and the the analyzer was working according to specifications. The customer was able to run quality controls and samples without problems. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire hematology analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the recall letter.